Event description:
It was reported that an alert for atrial arrhythmia burden of at least half-an-hour in a 24 hour period was received from this pacemaker. Occasional undersensed atrial beats were seen during the atrial arrhythmia, which lasted a total of 208 hours. The pacemaker system remains in service. No adverse patient effects were reported. Additional information was received indicating out-of-range intrinsic atrial amplitudes and intermittent atrial undersensing at an automatic gain control (agc) sensitivity of 0.25 millivolts was observed. The pacemaker system remains in service. No adverse patient effects were reported.